Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue occurred. Data was evaluated and the allegation was not confirmed for txid 42ablq. The probable cause could not be determined as the reported allegation was not found. However, a transmitter failure was found within the investigation window for txid 4281f. The reported event of an unknown transmitter issue is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.